Event description:
MANUFACTURER'S REPRESENTATIVE REPORTED PATIENT EXPERIENCED WITHDRAWAL SYMPTOMS, AND A SIGNIFICANT VOLUME DISCREPANCY WAS NOTED IN THE DRUG RESERVOIR. EXPECTED RESERVOIR VOLUME (ERV)= 3.0ML, AND ACTUAL RESERVOIR VOLUME (ARV)= 15ML. NO ALARMS WERE NOTED ON THE PROGRAMMER DISPLAY UPON INTERROGATION OF THE PUMP. THE IMPLANT DURATION OF THE PUMP IS APPROXIMATELY 6 YEARS, THEREFORE PUMP REPLACEMENT SURGERY HAS BEEN SCHEDULED.FINAL PATIENT OUTCOME WAS NOT AVAILABLE AT THE TIME OF THIS REPORT. FOLLOW-UP INFORMATION HAS BEEN REQUESTED FROM THE HCP, AND AN ADDITIONAL REPORT WILL BE SENT WHEN NEW INFORMATION IS RECEIVED.

Manufacturer narrative:
B5 -ADDITIONAL INFORMATION RECEIVED FROM THE HCP INDICATES THE PROXIMAL END OF THE CATHETER SHOWED EVIDENCE OF WEAR AND DAMAGE, AND THE DECISION WAS MADE TO REPLACE IT AT THE TIME OF SURGERY. THE PATIENT'S PUMP CONTAINED COMPOUNDED BACLOFEN 850 MCG/ML, NO DOSE PROVIDED, IN ADDITION TO SUFENTANIL; CLONIDINE AND ROPIVICAINE. THE PATIENT RECOVERED WITHOUT SEQUELA. SAME AS MANUFACTURER'S REPORT #: 6000030200700232. D7 -DATE OF EXPLANT -(b)(6) 2006. G3 -REPORT SOURCE - STUDY.

Event description:
This event was also reported under manufacturer report # 6000030-2007-00232 "[Manufacturer's Representative reported patientexperienced withdrawal symptoms, and a significant volume discrepancy was noted in the drug reservoir. Expected ReservoirVolume (ERV) = 3 .0mL, and Actual Reservoir Volume (ARV) = 15mL. No alarms were noted on the programmer display uponinterrogation of the pump. The implant duration of the pump is approximately 6 years, therefore pump replacement surgery hasbeen scheduled. Additional information received from the HCP indicates the proximal end of the catheter showed evidence ofwear and damage and the decision was made to replace it at the time of surgery. The patient's pump contained compoundedbaclofen 850 mcg/ml, no dose provided, in addition to Sufentanil; Clonidine and Ropivicaine. The patient recovered withoutsequela. Same as Manufacturer's Report #: 6000030200602122]". Any additional information received will be reported underthis manufacturer report number (#6000030-2006-02122). It had previously been reported signs and symptoms the patientexperienced also included increased pain and hypersensitivity in all four of their extremities. Per event logs that had beenprovided, the pump was interrogated on (b)(6) 2006 and a low battery alarm had been enabled. Event notes had been providedfrom an office visit for a refill on that day as well; the patient had presented and was doing fairly well. Her average pain score was¿anywhere from 6 to 7 out of 10¿. The patient¿s chronic pain since the last time the health care provider (HCP) had seen her hadincreased and was very cyclical with the change of season. The follow up plan included giving the patient two oral prescriptionsfor pain medication and a follow up refill session was scheduled. Refill notes from a previous refill on (b)(6) 2006 were alsoprovided. At that appointment the patient¿s pain was rated at ¿anywhere from 5 to 7 out of 10¿. The patient¿s pain had increasedover the past few weeks but the patient did not want any alterations or changes to her intrathecal infusion. The patient wasreportedly concerned because her concentration and sleep patterns were being affected. The patient did not want to pursue anymedication management at that time. The patient continued to take Percocet at that time and had been using a little bit more inthe past few days. Therefore the patient had finished her breakthrough pain medications and was taking ibuprofen with minimalhelp.

Manufacturer narrative:
F10. All previously reported Patient and Device Codes are being updated/ corrected to the following: Patient Codes: C3114C3303 C50526 C50457 C3376. Device Codes: C62968 C62805 C63030. H6. All previously reported Conclusion Codes are beingupdated/corrected to the following: 54 92 Medtronic, Inc. (Medtronic) is submitting this report to comply with 21 C.F.R. part 803,the Medical Device Reporting regulation. This report is based upon information obtained by Medtronic, which the company maynot have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has madereasonable efforts to obtain more complete information in the time allotted and has provided as much information as is availableto the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA,Medtronic, or its employees that the device, Medtronic or its employees caused or contributed to the event described in thereport. In particular, this report does not constitute an admission by anyone that the product described in this report has any"defects" or has "malfunctioned". These words are included in the FDA 3500A form and are fixed items for selection created bythe FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. Medtronic objects to the use ofthese words and others like it because of the lack of definition and the connotations implied by these terms. This statementshould be included with any information or report disclosed to the Public under the Freedom of Information Act.